Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, due to the age of the device, the harness between the power switch and the power supply unit likely became stiff after repeated use, resulting in the the reported problem of "broken power switch."

Manufacturer narrative:
The suspect device was returned and evaluated. The reported problem was confirmed and the cause isolated to a faulty switch harness stuck, pressed in.

Event description:
A user facility reported to olympus that the power switch was broken. There was no patient injury or harm, associated with the problem, reported to olympus.